Event description:
It was reported that a patient experienced dizziness, palpitations and had to be hospitalized. The patient was admitted at the hospital on (B)(6) 2026 with a one month history of palpitations and a two day history of dizziness, and the treatment plan included monitoring of blood pressure and glucose, anticoagulation, plaque stabilization, symptomatic relief, heart failure management, diuresis, and analgesia; during hospitalization, a holter monitor revealed transient ventricular asystole, suspected to be caused by sick sinus syndrome, but the patient refused implantation of a permanent pacemaker. The event was classified as serious, as it resulted in patient hospitalization and prolongation of the hospital stay. The patient remained hospitalized until (B)(6) 2026, at which point the condition was resolved and the patient was discharged. The suspected cause was a sick sinus syndrome. This event was deemed not related to the clinical concomitant procedure (pvi ablation and watchman).

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.